Event description:
It was reported that at the patient's post-operative check, the threshold values on the right ventricular (rv) lead had increased since implant. It is believed that the change in threshold values is due to placement difficulty and not dislodgement of the lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).